Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 320-31-40 - glenosphere, 40mm (B)(6) 320-35-01 - small glenoid plate (B)(6) 320-40-10 - 145-deg pe 40mm const hum liner +0 (B)(6). 321-52-07 - 3.2mm drill bit sterile (B)(6). 321-52-09 - 3.2mm k-wire, trocar tip (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, it was reported that the patient experienced instability, pain, swelling, bruising, and weakness. As a result, the patient underwent a left shoulder revision approximately 2 years and 9 months after initial implantation. No further patient impact reported. No further information available.